Manufacturer narrative:
Date of event : (B)(6) 2020. Date of report: 21aug2020.

Event description:
It was reported that the ventilator would not power on. There was no patient involvement. The customer troubleshot with technical support. The customer advised that the green light emitting diode (led) light is on until you press the power button, after which the display is white and the unit beeps and the led light turns off. The customer was advised to replace the video graphic array (vga) board or power supply.

Manufacturer narrative:
G4:11feb2021. B4:15feb2021. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the customer and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.